Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high short v-v interval sensing integrity counter (sic) count. The rv lead ws reprogrammed to unipolar. It was noted that the patient can into contact of an unknown electromagnetic interference. Both the rv lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.